Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2366-70 serial: (B)(4). Batch: 5008720.

Event description:
It was reported the patient's pain area was no longer covered by stimulation. The physician assessed the event occurred because clik anchors were not used in the original implant procedure which caused the leads to migrate significantly. Reprogramming attempts were unsuccessful. The patient underwent a revision procedure to replace the leads, and was in stable condition post-operatively.

Event description:
It was reported the patient's pain area was no longer covered by stimulation. The physician assessed the event occurred because clik anchors were not used in the original implant procedure which caused the leads to migrate significantly. Reprogramming attempts were unsuccessful. The patient underwent a revision procedure to replace the leads, and was in stable condition post-operatively.

Manufacturer narrative:
Based on all available information, the event of loss of pain coverage due to lead migration was confirmed by the physician in the field. They physician assessed that the leads moved significantly because clik anchors were not used during the original implant procedure. Although there is no allegation against the functionality of the device, a product investigation was conducted on the returned leads. Analysis of the sc-2366-70 serial: (B)(6) revealed contact 4 on the proximal end of the lead was crimped, and there was a slit directly below that damaging the wire and causing an open circuit; however, this damage is the result of a typical explant procedure and is not considered a failure. Review of the sc-2366-70 serial: (B)(6) revealed no anomalies. In addition to device analysis, a review of the instructions for use (IFU) was completed and revealed that lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is a known possible outcome of being implanted with the spinal cord stimulation system.